Manufacturer narrative:
(B)(4). Device is combination product. Device available for eval: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, the stent was explanted by another manufacturer's device. Vascular access was obtained via the right femoral artery. The 95-99% stenosed, focal, bulky, target lesion was located in the vein graft supplying the circumflex (lcx) and marginal arteries. A 3.5-5.5 filter wire was advanced but was unable to cross the lesion. A .014 non-bsc guide wire was advanced and the lesion predilated with a 2.0x12mm quantum maverick balloon inflated approximately 10 to 12 atms. The filter wire was readvanced and continued to be unable to cross the lesion. The lesion was predilated with a 2.5x12mm quantum maverick balloon. A 3rd attempt to advance the filter wire was unsuccessful. A 5mm non-bsc protection wire was advanced along side the non-bsc wire. The wire was removed and the basket deployed. A 4.0x12mm promus element plus drug eluting stent was deployed. The deployment of the stent "may" have changed the angulation of the graft. A 5.0x8mm quantum maverick balloon was advanced but was unable to cross to the distal portion of the stented region. The physician was able to postdilate the proximal portion of the stented region with the 5.0x8mm quantum maverick balloon to approximately 16 atms. It became clear that the protection wire and could not advance further distally and the balloon would not make its way into the distal stented region, the physician felt the basket of the protection wire would have to be captured and the device moved distally. In moving the capture catheter to the basket of the protection wire, it became apparent that the basket would not retract more than approximately 1/3 into the capture catheter, possibly due to the fullness of the basket, but it was refractory to becoming completely withdrawn. The physician gently removed the assembly back through the previously stented region, but there was resistance which led to the "deep throating" of the guide catheter all the way to within a couple centimeters of the stented region before the basket and catheter assembly would retract into the guiding catheter. The assembly did not fully retract into the guiding catheter; however, the capture catheter and basket assembly were able to be removed from the patient with gradual and gentle manipulation. In disentangling the assembly, it was discovered that the previously implanted stent was wrapped tightly around the basket and had been explanted. The patient remained very stable. Repeat angiography revealed a hazy moderately severe focal narrowing at the site of the intervention with no disruption of the graft and normal flow distally. The non-bsc guide wire was readvanced and the original 3.5-5.5 filter wire was able to be advanced and deployed. There was not enough room for a new larger stent to reach the target lesion. The only option to complete the intervention was to stent the lesion with no distal protection. The filter wire was captured. A 5.0x12mm veriflex stent was advanced and deployed at 14 atms. The stent was postdilated to 20 atms with a 5.x8mm quantum balloon and then to 14 atms with a 5.5x15mm maverick xl balloon. A very good result was obtained with timi 3 flow noted. No additional patient complications were reported and the patient's status is stable.